Event description:
I had silicone breast implants put in 2007 and my health deteriorated over years. I had a burning sensation down the center of my right arm and down my right leg, joint pain, hip pain, fatigue, memory loss, brain fog, dry eyes, muscle pain, insomnia, loss of libido, tingling in hands, headaches, hair loss, and bowel problems. Every doctor I saw and every test came back normal. The last neurologist said I had fibromyalgia and put me on lyrica. I don¿t like taking drugs so I googled lyrica. I came across a lady who said her breast implants made her sick. A light bulb went off and six weeks later I had my implants removed in 2013. I am almost back to normal. I would say 90%. So there is no doubt my implants were to blame. I saw neurologists, rheumatologist, gastroenterologist, etc. Was tested for lupus and multiple sclerosis. All came back clear. I took a leap of faith and had my implants removed. I am 100% positive that my textured 410 gummy bear implants were to blame for all my health problems.